Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6 (investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. No issues found, unit passed all testing and ran on simulator for multiple hours without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) is not autofilling. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.